Event description:
He malyugin was twisted and tangled when trying to open the patient's eye. There was no patient harm but we did open another to use to finish the case. Malyugin that did not unfold correctly with another surgeon. No patient harm.